Event description:
During preventive maintenance of the device, the user reported the roller pump demonstrated erratic behavior. No other details regarding the nature of the event were provided. Since the event occurred during preventive maintenance of the device, there was no pt involvement during this event.